Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received multiple motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was able to complete rewind and there was no motor error alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they discovered that they received a motor position encoder error alarm. The customer stated that the insulin pump did a reset after receiving a motor position encoder error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery, and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional testing could not be completed due to the motor error alarms. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.